Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from a minicap. It was further reported that the sponge with iodine was on the side of the minicap. This was noted before using the product for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with open packaging. A visual inspection performed with the naked eye verified that the sponge was totally out from the cap. The sponge had a brown color indicating the sponge was inserted in the cap and povidone-iodine added. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.